Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On an unspecified date, the patient underwent an gore® excluder® iliac branch endoprosthesis (ibe) procedure where a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was intended to be implanted in the hypogastric artery. While advancing the vbx device through an 8.5 fr medtronic tour guide sheath, contralaterally, the vbx device was unable to reach the target treatment area as there was tortuous anatomy all around. The physician attempted to withdraw the vbx device by going through the sheath when the vbx endoprosthesis dislodged off the balloon catheter. The dislodged vbx endoprosthesis was left in the patient as "endo trash" and the procedure was completed by using a new vbx device. The patient is doing well.